Event description:
It was reported to hp that the pt was having a routine ECG. The pt's pacemaker was reprogrammed as a result of an alleged ECG error. The pt was hospitalized on 3/20/1999. The pacemaker was programmed correctly and the pt is ok now.